Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized due to dehydration on (B)(6) 2016 with a blood glucose level of 387 mg/dl. The customer was treated but did not mention the type of treatment they received. The customer stated that they had bent cannulas with 5 of the infusion sets used. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.